Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report wil be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported to the manufacturer's clinical representative that an lvad pump exchange had taken place earlier in the morning. The reason for the lvad exchange was due to reported hemolysis.